Event description:
The customer reported that their device would not detect the connection of the defibrillation therapy electrodes to the patient. The customer responded to a reported cardiac arrest where the patient was unresponsive in bed of their nursing home with an unknown down time. Upon arrival, the nursing home staff had been administering care. The customer connected their device with the defibrillation therapy electrodes and received a "connect electrodes" message. The customer indicated that they tried another set of therapy electrodes with no change. The patient did not survive the event. The customer (ems officer) advised that the reported issue did not affect the outcome of the patient.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.